Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided photos shows the product after treatment. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a polyflux 14l apac had an external leakage of solution during patient use. The leakage location was close to the dialysate port and the machine did not trigger an alarm. There was patient involvement but no patient injury and no medical intervention associated with this event. No additional information is available.